Event description:
The dome portion was detached from the catheter during traction removal. The device had been placed for 216 days. The detached dome was removed by an endoscope. The device had never administered medication which gives adverse influence to the catheter, such as magnesium oxide.